Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that at the patient's previous refill appointment there was too much medication left over in the pump. The patient reported that the syringe was half full of medication. No further complications were reported.